Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported two vitrectomy probes did not cut during a vitrectomy procedure. The aspiration was working. The products were replaced and the procedure was completed with the third one. There was no harm to the patient.

Manufacturer narrative:
Two opened probes were received. Sample #1 was visually inspected and found to be non-conforming with orange/brown foreign material on the port face and loose white foreign material along the needle. The sample was then tested for actuation, aspiration, and cut. The sample was found to be conforming for actuation and aspiration and was non-conforming for cut. Sample #1 was then disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and multiple other locations along the inner cutter, covering the majority of the area of the cutter. Orange/brown foreign material was observed inside the cutter, on the tip and along the majority of the length of the cutter. A brown film like material appeared to be covering/coating the entire length of the cutter. Sample #2 was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was non-conforming for actuation and cut. Sample #2 was then disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and a couple other locations along the inner cutter. Orange/brown foreign material was observed on the tip of the cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. The complaint evaluation confirmed cut failures in both returned samples and also indicated an actuation failure in sample #2. The root cause for the actuation and cut failures, as well as the observed foreign material, is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. No action has been taken as it appears that the observed actuation and cut failures were due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).